Manufacturer narrative:
The device was not returned for analysis. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part / lot number were not reported. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause for the reported patient effect of pseudoaneurysm and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after an interventional lower extremity procedure. Reportedly, the device was successfully used and achieved hemostasis. However, a pseudoaneurysm developed post procedure. The method used to treat the pseudoaneurysm was not provided. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.